Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803. Trend is tracked and monitored.

Event description:
It was reported that, during implantation using a simplant guide, insufficient buccal bone was observed, resulting in a lack of primary stability for implant placement. The procedure was aborted.